Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a right heart catheterization, the physician noted that the right ventricular (rv) lead moved. Initial interrogation of the device after the procedure showed normal thresholds, normal impedance, but diminished sensing was observed. The device was then checked again a few hours later with the lead measurements returning to normal historical values. The device was then checked again a few hours after, once the patient had completed a walk. The post walk interrogation showed variable and high rv thresholds. The device was then reprogrammed and the patient was admitted to the hospital and a chest x-ray was then completed showing the lead having dislodged into the rv outflow tract. Device interrogation the following morning on showed no capture at maximum output and the device was reprogrammed again. The follow-up physician elected to remove and replace the rv lead. No patient complications have been reported as a result of this event.